Event description:
It was reported that the patient was working on a camper and at one point touched it and felt some tingling. Interrogation revealed one episode of atrial tachycardia/atrial fibrillation with t wave oversensing after a ventricular pacing pulse. Sixty cycle noise was noted on atrial electrogram. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.